Event description:
It was reported that the stent dislodge outside the patient. During preparation of a 7.0x20x75cm express ld iliac / biliary stent, it was noticed that the stent was detached from the balloon. The device never entered the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that the stent dislodge outside the patient. During preparation of a 7.0x20x75cm express ld iliac / biliary stent, it was noticed that the stent was detached from the balloon. The device never entered the patient's body. The procedure was completed with a different device. There were no patient complications reported.